Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the prograsp forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument was broken while entering in the trocar for laparoscopic port during use. At this time, it is unknown if there was fragment falling inside the patient.